Event description:
Customer states a pt reportedly received results of 400 mg/dl and 80 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. Pt did not receive medical treatment. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.